Event description:
On the day of the event, the facility's charge nurse informed the MFR's sales representative of the following: the physician implanted the dual low profile device and when physician infused, physician noticed the device was leaking at the connection site. No further details are available at this time.